Event description:
No change to previously reported event.

Manufacturer narrative:
Event description: it was reported that the patient was implanted with a metasul head on (B)(6) 2010 and underwent revision on (B)(6) 2020 due to periprosthetic fracture with metal debris (wear) in the periarticular region. Additionally, trunnionosis was found. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check could not be performed due to missing product identification. Conclusion: it was reported that the patient was implanted with a metasul head on (B)(6) 2010 and underwent revision on (B)(6) 2020 due to periprosthetic fracture with metal debris (wear) in the periarticular region. Additionally, trunnionosis was found. Neither medical records such as surgical reports, x-rays, intraoperative images/x-rays nor the complained devices have been received. The reference and lot number of the complained device is unknown, therefore, manufacturing records could not be reviewed. A detailed investigation could not be performed, nevertheless based on the given information there is no indication of a non-conformance or complaint out of box (coob). Based on the significant lack of information we were neither able to confirm the reported event nor to perform an in-depth investigation on the reported event. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to implant fracture, wear and trunnionosis.